Manufacturer narrative:
Device out of warranty; customer performed repair.

Event description:
User facility report was received from biomedical engineering that reported the ventilator had exhibited an odor of overheating. The device was not in use or connected to a patient but was in standby. The unit would not power on. Hospital biomedical engineering reported the device power management board and battery were replaced to correct the reported problem. Upon checkout of the unit after the parts were replaced the biomedical engineer reported the unit would power on but the screen would not work. The biomedical engineer replaced the gas delivery subsystem board and ribbon cable to address the finding. The biomedical engineer reported the unit underwent extensive final testing and was placed back into service.

Event description:
The power management pcb board, battery and gas delivery subsystem (gds) were returned and factory analysis performed. Visual inspection of the power management board revealed evidence of component damage. The parts were installed in a test device and the device would not power on. Evaluation and testing of the parts found shorted inductor and transistor on the power management board and shorted capacitor on the gds oxygen flow sensor board. The component failures prevented the reported unit from powering on. There was no fault found with the battery.